Event description:
Patient reported right side capsular contracture, baker grade unknown, her skin breaking out, implants are "hard", ¿wrinkling¿, ¿chest pains¿, ¿spot on left breast, thought to be a tumor¿, ¿breast is hardened¿, ¿pain¿, ¿valve of the implant has her skin lifted. Device remains implanted.

Manufacturer narrative:
Information contained in this report was previously submitted through asr/psr on (B)(6) 2017. A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.